Manufacturer narrative:
Unit passed rewind test, basic occlusion test, prime/a33 test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.

Event description:
The customer¿s mother reported via phone call that the insulin pump received motor error alarm. The customer¿s blood glucose level was 250 mg/dl. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The drive support cap was normal. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.